Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead experienced syncope. The patient was seen at the hospital where a device interrogation was performed. A lead safety switch was noted due to pace impedance measurements of greater than 2000 ohms. Capture was not able to be obtained at maximum output. The patient was seen for a revision procedure. The lead was tested via the pacing system analyzer (psa) and noise was present. The lead was then surgically abandoned and replaced. The device remains in service. There were no additional adverse patient effects reported.